Event description:
It was reported that the right ventricular (rv) lead exhibited noise and oversensing. No pacing inhibition was noted. Technical services (ts) was contacted, and ts discussed troubleshooting efforts. The device needed to be replaced soon due to normal battery depletion. Subsequently, the rv lead was surgically abandoned and replaced, and the device was explanted and replaced, due to a product performance issue. No additional adverse patient effects were reported.